Event description:
It was reported that the zimmer air dermatome allegedly "did not slice but chewed the tissue. Tried a different blade but exactly the same results." Customer f/u communication found no pt harm occurred in this incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 7 years old and the last repair was on 05/05/2009. The inspection found that the control bar to be lower than the master blade. The '0' thickness lever was measured to be out of spec. The cause of the reported complaint is likely the control bar out of alignment, likely due to a lack of preventative maintenance. The height of the control bar is adjusted by the thickness lever. With the control bar lower than the blade, the adjusted thickness setting would not be able to be maintained correctly. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.